Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was noted. A taxus liberte' 3.5x24mm stent was prepared for use. Prior to advancing into the patient a burr was found on the distal end of the stent by the distal marker. The procedure was completed with a different device. No patient complications were reported and the patient status was reported as "ok".

Manufacturer narrative:
(B) (4).device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed.(B) (4)